Event description:
It was reported that patient underwent oss procedure (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to infection. During the procedure, the diaphyseal segment and the taper adapter were found fixed together and could not be taken apart.

Manufacturer narrative:
Evaluation of the explanted device found evidence that component's were well impacted but now show signs of fretting corrosion. Due to the condition of the devices, dimensional evaluation could not be performed, however, review of device history record found no evidence of product non-conformance. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: fretting and crevice corrosion can occur at interfaces between components.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #2) early or late postoperative, infection, and allergic reaction. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00249 and 00250). The user facility was notified of the event on march 15, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.